Manufacturer narrative:
Additional information received on 2sep2021 update on: b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e172001 captures the reportable event of abscess. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient developed 4ccs of abscess following spaceoar vue procedure. The patient was treated with antibiotics and the abscess was drained. The patient condition was reported to be stable. Additional information received on september 2, 2021 stated, the procedure was done under local anesthesia.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient developed 4ccs of abscess following spaceoar vue procedure. The patient was treated with antibiotics and the abscess was drained. The patient condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.